Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and was analyzed and in log reviews, the 32056 error was followed by a 1123 error (p3=3) was found indicating i2c fault on the pitch, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where error 32056 was present during power up. The unit was then installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the pitch searchlight printed circuit assembly (pca) with error 32056 and 1123 (p3=3). During testing, the pitch searchlight flat flex cables (ffc) was aba (applied behavior analysis) tested and was verified to be the source of the fault. The probable root cause is attributed to the pitch searchlight ffc in the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure that a non-recoverable fault occurred. The intuitive tech support engineer (tse) reviewed the system logs and found errors 1123, 48100, and 32056 against universal surgical manipulator (usm) 1. The or staff disabled arm 1. The surgeon used arms 2 thru 4 to complete the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the system did not present any errors when initially powered on.